Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume that was identified in the logs that occurred on date (B)(6) 2011 at 12:08 with drain volume of 3383 ml during cycle two. The largest fill volume equaled 2100ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device failed the homechoice return instrument test/evaluation (rite) functional test and the rite electrical safety analyzer testing passed specifications. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.